Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. Additionally, during the investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the defective power supply brick could not be positively identified. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger and reported that the charger was would not power on.